Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the bottom portion of the touchscreen became unresponsive. Customer had elevated blood glucose levels. (+260 mg/dl). Customer delivered a manual injection, and stated that they have back up injections for insulin therapy.